Manufacturer narrative:
The cable sample head y-axis (part # xp078) was returned to tosoh instrument service center for investigation. Functional testing could not confirm the reported issue was due to failure of the sample head y-axis as the error could not be duplicated. The probable cause of the reported event could not be determined.

Manufacturer narrative:
A field service engineer (fse) called the customer before arriving onsite to address the reported event. The fse instructed the customer to ensure that the tubing of diluent bottle did not contain any pinches/kinks. After adjusted the tubing, the customer no longer received error 2105 diluent suction however error 2009 liquid leak error persisted. When the fse arrived onsite the errors were confirmed by reviewing the error log. The fse observed the tubing as well as liquid pooled in sensor s172. The fse removed the liquid and dried the sensor. Multiple samples were ran without the return of the errors. The customer then reported clog sense errors on multiple samples, error 2076 clogging detected at specimen, as well as error 2077 clogging detected at sds. The fse confirmed the complaint by reviewing the error log. The error was observed to be intermittent as the instrument would sometimes report sample clogging in quality control (qc) samples. The sample nozzle assembly on this instrument was recently replaced twice which indicated that the issue was not the assemble itself, or its components, but more likely a mobile component such as the sample head y-axis cable. After replacing the sample head y-axis cable the fse ran 35 qc samples to verify the sample clogging reporting; the issue was resolved. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-900 operator's manual under section 12 flags and error messages states the following: 2105 - diluent suction error: cause: the tip did not touch the liquid level during suction of the diluent. A retry will be carried out, and if there is no improvement a ds flag will be attached to the measurement result. Action: if the trouble reoccurs, contact the tosoh local representatives. Check the diluent, the adjustment of the suction position, the liquid level detection sensor s053, the liquid level detection operation, and also the liquid level detection sensitivity. 2009 - liquid leak: cause: leakage of solution was detected at the start of measurement, so measurement will stop. Action: please contact the tosoh local representatives. 2076 - clogging detected at specimen: cause: the negative pressure generated by suction of a rack ID, rack, position, specimen ID specimen exceeded the standard value. There is a possibility that the sampling nozzle was clogged, preventing the specified quantity of specimen suction from taking place. An sc flag will be attached to the measurement result. Action: if there is no problem with the specimen, contact the tosoh local representatives. 2077 - clogging detected at sds: cause: clogging was detected after suction of the specimen diluting solution. A retry will take place, and if there is no improvement a ls flag will be attached to the measurement result. Action: if the trouble reoccurs, contact the tosoh local representatives. The probable cause of the reported event has no been the determined as the investigation is in progress. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported getting error messages 2105 diluent suction, 2009 liquid leak, 2076 clogging detected at specimen, and 2077 clogging detected at sds on the aia-900 instrument. The customer stated that the error occurred on all samples. The diluent was about half full, and the filter was changed earlier this month. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.